Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2023-08317. It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance on the lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead and ipg were explanted and replaced to address the issue. During the procedure it was noted that there was likely fluid in the ipg header, and the lead was likely fractured.